Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated, replaced and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had an override fault error. The fse explained that the system was unable to do x-ray which can cause the system to become unusable; due to inability to produce a live image. There is no report of death or serious injury.